Event description:
Medtronic received information that the patient with this stentless bioprosthetic valve expired following the implant procedure. The patient was reportedly doing well during the procedure, but after the cross clamp was removed, the patient became hypotensive while the heart was being re-perfused. It was initially reported that the patient exhibited pulmonary edema, slowly degraded, and subsequently expired. Attempts to confirm that the patient exhibited pulmonary edema were unsuccessful. The doctor reported that the implant procedure was difficult, in that he was implanting 2 prosthetic valves into the patient. Specifically, a mechanical valve was implanted in the mitral position (model unknown) and this stentless bioprosthetic valve was implanted in the aortic position. Post implant echos demonstrated normal operation of the valves. The doctor intended to transfer the patient to a different hospital for ECMO support, but the patient expired prior to transfer. The doctor stated that the patient death was not related to the valve.

Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event reported as non-device related. No device problem reported. Analysis - the device history record was obtained and reviewed. The device was found to have met specifications when released for distribution. Conclusion: the doctor reported the event as non-device related, and review of the manufacturing records reveals no issues that may have caused or contributed to the event. The surgeon continues to implant the stentless aortic valve, and no additional complications have been reported.